Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information: device eval by manufacturer?, manufacturer narrative annex a : a070908 annex g : g03005 annex b : b01,b14 annex c : c02 annex d : d15 investigation summary: the reported issue of error code 242.4030 was confirmed and replicated during the investigation. ¿ the internal inspection revealed the optocoupler (op1) on the air in line (ail) sensor was found to be broken. ¿ for testing purposes, the ail sensor was temporarily replaced, and preventive maintenance using alaris system maintenance v12.3 was performed without any alarms or error codes. ¿ a primary infusion was programmed at a rate of 500 ml/h with a vtbi of 250 ml, infusing for 20 minutes, during which the initial error 242.4030 did not occur confirming the device is functioning as required. ¿ a log review for the pump module the event log showed that on 29oct2024 at 3:31:53 pm the module was powered on. ¿ on 11nov2024 at 10:58:54 am the device powered on again: device attached, channel malfunction (242.4030), system alarmed. ¿ at 11:59:24 am: device attached, pcu unit sn: (B)(6) attached, channel a selected, air bolus limit set to 75ul, unit deselected. ¿ at 12:01:06 pm: air bolus changed to 75ul, channel malfunction (242.4030) occurred, and the system alarmed. ¿ technical service manual for the alaris pump module model 8100 advises the ail assembly be replaced for error code 242.4030, and that only qualified personnel should open the device. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the ail sensor assembly, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported issue error code 242.4030 was identified as a physically damaged air-in-line sensor (ail) assembly, the sensor was found to be broken at the optical sensor (op1) causing the channel error 242-4030, once replaced the suspect device performed within specifications.

Event description:
It was reported that the device had error code "2422.4030.0 motor stall failure & pump motor encoder issue." There was patient involvement but no harm. Although requested, the customer was unable to provide additional details of the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code "2422.4030.0 motor stall failure & pump motor encoder issue." There was patient involvement but no harm. Although requested, the customer was unable to provide additional details of the event.